Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code 232.6040. Technical support: 1. Replace display board. 2. Return the module to the factory. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/23/2011 to present date 01/15/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the customer wanted to know what is the cause of this error code 232.6040. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer wanted to know what is the cause of this error code 232.6040. There was no patient involvement.